Manufacturer narrative:
(B)(4). The 3.0 x 28 mm rx absorb gt1 device is being filed under a separate manufacturer report number. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid to distal right coronary artery (rca) with heavy tortuosity, mild calcification and 99% stenosis. No intravascular ultrasound or optical coherence tomography was used prior to implantation of the absorb gt1. The vessel size was estimated with visual estimation and determined to be greater than 2.5 mm. The vessel was pre-dilated with a 3.0x12 nc balloon at 10 atmospheres (atm) pressure with residual stenosis reduced to less than 40%. A 3.0x28mm absorb gt1 was advanced to the lesion and deployed with 12 atm during which a long dissection was noted on the proximal edge of the scaffold. The scaffold was post-dilated using a 3.0x12 nc balloon at 20 atm. Immediately after deploying the scaffold, there was no flow observed from the area of dissection. A 2.0x15 nc traveler was used at 16 atm pressure to resume blood flow. The physician then overlapped the absorb gt1 scaffold proximally with a xience xpedition (3.0x48) at 16 atm. An antegrade dissection was noted again from the deployed xience xpedition to proximal part of the vessel. It is unknown whether the dissection was worsened by the xience xpedition. Another xience xpedition (3.5x18) was deployed at 14 atm overlapping the previously deployed xience xpedition to preserve the vessel. Timi iii flow was achieved post procedure and the patient is safe and recovering. There was no adverse patient sequela or clinically significant delay in procedure. No additional information was provided.